Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The ventilator engine and the exhalation diaphragm assembly were replaced. The unit was returned to service.

Event description:
The hospital reported the unit was unable to mechanically ventilate in pressure control ventilation mode intermittently. There was no report of patient involvement.